Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) abnormal uterine bleeding [abnormal uterine bleeding] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a female patient who had essure inserted (lot no. C35244). The patient had a medical history of menstrual disorder, urinary frequency, smoker, cesarean section, wisdom teeth removal, gerd, marijuana use, tobacco abuse, depression, anxiety, obesity, parity 2 and multi gravida. Previously administered products included: lisinopril. The patient had a family history of heart disease, unspecified, hypertension, diabetes, osteoarthritis, rheumatoid arthritis, dementia, heart attack, hypercholesterolemia and arrhythmia. Concurrent conditions were listed as paratubal cyst, uterus enlarged and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered abnormal uterine bleeding to be related to essure administration. The reporter commented: lot number: left fallopian tube: c38209. Right fallopian tube: c35244. Discrepancy noted in essure insertion date: (B)(6) 2015. Discrepancy noted in essure removal date: (B)(6) 2022. Right: 3 coils visible; left: 4 coils visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient medical history, lab data, lot number, reporter causality comment added. Event medical device removal updated to abnormal uterine bleeding and surgery for essure removal added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abnormal uterine bleeding [abnormal uterine bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a female patient who had essure inserted (lot no. C35244). The patient had a medical history of menstrual disorder, urinary frequency, smoker, cesarean section, wisdom teeth removal, gerd, marijuana use, tobacco abuse, depression, anxiety, obesity, parity 2 and multi gravida. Previously administered products included: lisinopril. The patient had a family history of heart disease, unspecified, hypertension, diabetes, osteoarthritis, rheumatoid arthritis, dementia, heart attack, hypercholesterolemia and arrhythmia. Concurrent conditions were listed as paratubal cyst, uterus enlarged and uterine fibroid. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered abnormal uterine bleeding to be related to essure administration. The reporter commented: lot number: left fallopian tube: c38209. Right fallopian tube: c35244. Discrepancy noted in essure insertion date: (B)(6) 2015. Discrepancy noted in essure removal date: (B)(6) 2022. Right: 3 coils visible; left: 4 coils visible. Batch number- c35244; manufacture date- 2014-03-07; expiration date- 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.